Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. It was decided to address the issue at the next device replacement. During the replacement procedure a defibrillation threshold (dft) test was performed in order to evaluate the measurements, although they were trending down, they were still out of range. The patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported.